Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the max button did not function properly. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.